Manufacturer narrative:
Investigation: x-review DHR: x-inspect returned samples. Analysis and findings: complaint # (B)(4). Distribution history: this complaint unit was manufactured at csi on 7/8/2016 under wo # (B)(4) & (B)(4) and shipped on 7/13/2016. Manufacturing record review: DHR's va0616 & 187548 were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed a couple similar reported complaint conditions. No additional detail on what the issue could be was available on the complaints. New boards were put in the units and the old ones were discarded. Product receipt: the complaint unit was returned on RMA 297050 and received 2/27/2020. This unit was on recall for another unrelated issue on a different component under CAPA 725. This requires a repair on c21 for the addition of a zener diode. See corrective action section for more. Visual evaluation: visual examination of the complaint unit revealed no physical damage. However, once opened, black char was present on the display board components, r9 & r14. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause : an initial investigation by technical operations (csi's engineering dept.) Has indicated resistors r9 and r14 were burnt out due to being exposed to current outside their rating. The source of the power burning out the resistors has been determined to be t6, one of the transformers on the main board. The root cause of this issue has been attributed to under rated resistors and lack of specification on the t6 transformer. Correction and/or corrective action: the recall correlates with the findings and corrections in CAPA 725. This unit was processed per the corrective actions established pertaining to the potential for foot pedal failures. The recall units are fitted with a zener diode, but due to the additional defect finding, this unit was fitted with an entire new board under wo # (B)(4). Initial steps have screened incoming boards starting in (B)(6) 2019 under non-routine inspections. The inspection was later formalized into procedure sop 59106 and included in the normal inspection criteria for the main board, p/n 300788-r. The inspection put in place calls for 100 % inspection on the t6 transformer. Once all corrections are executed on the ecn, this inspection can be removed. The resistors are to be reviewed for the potential for changing them to a higher rating and the transformer manufacture will be provided with specifications to check against. Additional steps to be worked out as the corrections move forward per CAPA 731. Preventative action activity: reference CAPA 731 and 725.

Event description:
This unit was detected with the burning resistors on a recall unit for CAPA 725 (different issue). Ref: e-complaint (B)(4).

Manufacturer narrative:
The complaint condition reported is currently being investigated by coopersurgical, inc.

Event description:
This unit was detected with the burning resistors on a recall unit for CAPA (B)(4) (different issue). Ref: (B)(4).